Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, it was difficult for the delivery catheter system (dcs) to advance through the right common iliac artery (cia). The dcs was withdrawn from the patient. Subsequently, a piece of intravascular membrane was observed inside the capsule of the dcs. The valve, dcs, and compression loading system (cls) were replaced. The new dcs was inserted into the left limb, and the valve was implanted without any problems. After the valve was implanted, vascular damage in the common iliac artery was observed on both sides. A stent was subsequently placed.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, it was difficult for the delivery catheter system (dcs) to advance through the right common iliac artery (cia). The dcs was withdrawn from the patient. Subsequently, a piece of intravascular membrane was observed inside the capsule of the dcs. The valve, dcs, and compression loading system (cls) were replaced. The new dcs was inserted into the left limb, and the valve was implanted without any problems. After the valve was implanted, vascular damage in the common iliac artery was observed on both sides. A stent was subsequently placed. Additional information was received that a hematoma was noted at the access site following the procedure. No treatment was reported for the hematoma. Additional information was received that the minimum diameter of the access vessels was 4.4 mm x 4.5 mm with an average of 4.4 mm. After the valve implant, a dissection was observed in the right and the left cias via digital subtraction angiography, and was noted to have occurred during the insertion of the dcs. Subsequently, stents were placed in both the right and the left cias. Per the physician, the patient's blood vessels were thin and arteriosclerosis was progressing, which contributed to the injury.

Manufacturer narrative:
Updated data: b5. H6. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a hematoma was noted at the access site following the procedure. No treatment was reported for the hematoma.